Event description:
It was reported that the device displayed the charge pak and attention mark. Physio-control evaluated the device and found the internal hlc battery depleted due to excessive current leakage. The device was unable to provide defibrillation therapy in the received condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause for the malfunction to be process residue on the fl9 filter of the analog pcb assembly. A replacement device was provided to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.